Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a device change-out, the device failed dft testing with the new device. Vf was induced but the device failed to convert and external defib was used. Decrease in sensing and hv impedance were noted. Hence, the lead was capped.